Event description:
It was reported that; increased capture thresholds were observed on the right ventricular (rv) lead. X- ray imaging was performed and the rv lead was found to be micro-dislocated. During the revision procedure the helix of the rv lead failed to extend. The rv lead was explanted and replaced to resolve this event. The patient was stable.